Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that flow rate of a spectrum iq pump under infused. It was stated that while infusing etoposide/ns 1000 ml it decreased by about half as what was expected. This occurred during testing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: d1, d3, g4: combination product. Additional information: h6, h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.